Manufacturer narrative:
Customer reported on (B)(6) 2015, that her pump in style advanced breast pump starter had low suction. During troubleshooting with the customer, the customer service representative found the faceplate was loose; resetting the faceplate restored the suction. On (B)(4) 2015, a medela clinician followed up with the customer, and at that time the customer reported she had undiagnosed mastitis that turned into an abscess that needed to be drained and she was hospitalized for some time. The customer has chosen to no longer to use her breast pump. The product involved in the complaint is not being returned for evaluation. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service on (B)(6) 2015, that she was engorged and was experiencing low suction with her pump in style advanced breast pump starter. On (B)(6) 2015, she reported to a medela clinician that she had undiagnosed mastitis and developed an abscess that had to be drained.